Event description:
It was reported the day after a device change out that the patient's new cardiac resynchronization therapy defibrillator (crt-d) produced an alarm related to the chronic left ventricular (lv) lead. Evaluation the following day revealed high impedance on the lv lead. A lead revision was performed the next day and it was discovered that there was a loose set screw on the crt-d lv lead connection. The lv lead was removed from the crt-d and then reconnected. Testing showed lv impedance values now as expected. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.